Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Olympus re-evaluated the event reported in MFR. Report # 8010047-2021-08182 and confirmed that this device was also subject to the 30-day report criteria. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover (maj-2315), the physician perforated the patient's throat (esophagus) upon insertion of the scope. The indication for the ercp was gallstones. The physician stated that she did not think the scope was the cause. The patient required a stay in the intensive care unit (ICU) due to this injury. The patient is currently doing well. The customer was unable to provide information regarding patient demographics and pre-existing conditions or the lot number of the distal cap used in the case. The customer stated that they were not aware of any malfunction of the scope occurring during the procedure. The customer was unable to confirm if there was any abnormality in the appearance of either the scope or the cap before or after the procedure. The customer is unable to provide any further information regarding this case. Mw 8010047-2021-08182 reports the evis exera iii duodenovideoscope (tjf-q190v) used in the case.

Manufacturer narrative:
This report is being updated to provide investigation results. The device was not returned to olympus for evaluation. The user's complaint could not be confirmed. The device history record (DHR) for the complaint device could not be reviewed since the lot number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: the doctor commented, "I don't think the scope is the cause." It is probable that the perforation was caused not by a malfunction of the equipment but by an excessive load such as pressing the tip of the scope strongly when inserting the scope.